Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump ran new lines (both primary and secondary) for an intravenous (IV) piggy back medication. The medication was delivered and flushed. When the nurse went to disconnect the patient from the line and was putting the line over the IV pump for the next use, she noted air in the line from the second last port to the patient connection. There was IV fluid from both the maintenance bag and pb back all the way down to the port noted above. The patient was watched closely for signs of an air emboli but did not ever show signs of an air emboli. Lines were new and had just been primed. Pump did not beep for air in line. Writer was not sure how much air had gone into patient's ivad. Charge immediately notified stat and a chest x-ray was done and doctors paged to come assess. Nurse practitioner examined lines with writer and noted there to be small crack in hub close to the patient, below pump and the line was clamped off at the same spot and kept. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.